Event description:
Boston scientific received information that this right ventricular lead exhibited oversensing resulting in stored ventricular tachycardia episodes. Lead diagnostics were stable and oversensing was not recreated in clinic. Boston scientific technical services recommended an x-ray to evaluate the lead. No adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.